Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a generator change procedure. Upon pre-operation check, it was observed the pacemaker was at risk of eroding through the pocket. The pacemaker was explanted and replaced on the patient's right side. The patient condition was unknown.